Manufacturer narrative:
Occupation: clinical manager / scrub tech. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported during insertion, the intra-aortic balloon (iab) could not be advanced through the sheath. The getinge representative provided guidance and the customer confirmed that the iab was prepped correctly. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior with the one-way valve attached. The sheath was not returned for evaluation. The guide wire was also returned and a kink was found on the wire near the middle. Additionally a kink was found on the catheter tubing near the y-fitting approximately 76.2cm from the iab tip. The one-way valve was vacuum tested and it held vacuum. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. The condition of the iab as received indicated an kink on the catheter tubing and guide wire. A kink in the catheter tubing or guide wire may cause difficulty during insertion. We are unable to determine when the kinks may have occurred. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated fields: event description & occupation: rn, cvrn-bc / clinical specialist complaint record ID (B)(4).

Event description:
It was reported during insertion, the intra-aortic balloon (iab) could not be advanced through the sheath. The getinge representative provided guidance and the customer confirmed that the iab was prepped correctly. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported.